Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that during a supply change the ilet¿s connector/coupler fractured after the device was dropped, and the user was unable to remove the broken connector despite attempts with tools; the user transitioned to a backup pump and patient glucose control was not impacted. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user, analysis of user-provided information, and return of the connector and ilet for evaluation. Investigation of the connector revealed a stress-related problem consistent with a fractured connector/coupler as the medical device problem and affected component. The ilet was also inspected and no fault was found with the pump. It was concluded that the cause was traced to a component failure.